Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. It was noted that no further information was provided. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.